Event description:
It was reported that the patient was undergoing a prophylactic battery change and it was discovered at the time of surgery that there was high impedance. Per the surgeon, there was a lot of fibrosis on the nerve and he felt that this was the cause of the high impedance. The device was not returned to the manufacturer, so no analysis can be completed. Due to this, it cannot be determined whether there was an issue with the lead that may have caused the high impedance. Attempts for further information have been unsuccessful to date.